Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the device noted the instrument was partially applied. The tab at the proximal end of the instrument was broken; therefore, no functional testing was performed. The observed conditions were confirmed to be caused by the incorrect removal of a piece of the paper wrap that covers the stapler handle prior to use. Visual testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the broken tab, the reported condition was confirmed. This condition has been brought to the attention of the appropriate personnel. A product improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, the staples did not deploy. A new device was used in order to correct the problem. There was no reported patient injury or adverse event.